Event description:
It has been reported to philips that the system could not perform exposure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed the reported problem that that the device cannot make exposure. Upon checking the log files fse found that there was low temperature in the equipment room. The temperature of the air conditioning in the equipment room needs to be adjusted. To resolve the issue fse adjusted the temperature, device was found to work functionally. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.